Event description:
Report rec'd of leakage of solution from the injection port around the needle entry point. Customer states that they "frequently" have problems in the nuclear cardiology department with injection of radioactive isotope materials such as thallium. Throughout the slow push injection. There is leaking of the material from around the needle. The leakage falls on linens which are appropriately taken care of per protocol. The injection ports have not been punctured prior to the procedure. There has been no exposure with the solutions to a pt or employee, however, the customer is concerned about the potential for exposure. The nuclear medicine departments use sharp 20 gauge needles for injection and insert directly into the center of the target on the port. No add'l info was available.